Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the stent graft was implanted there was a type ia endoleak. The decision was made to use endoanchors. The radiopaque marker on guide came off after second endoanchor deployment. Per the physician the cause of the event is device related. Per the physician, the cause of the endoleak was due to the patient anatomy of a short conical proximal aortic neck. The endoleak was found to have resolved. No additional clinical sequelae were reported and the patient is fine.